Manufacturer narrative:
Product analysis: received for analysis was a bloody distal section of one 5f launcher guide catheter without original packaging. The 5f launcher guide catheter was severely torqued. The proximal hub was not attached and was not returned for analysis. Visual inspection detected a cut to the braided shaft, no torsional force was noted at the likely cut section of the shaft. Measurements matched a 5f launcher catheter size, actual inner diameter (ID) 0.058¿ and outer diameter (od) .0682¿ as per specification of 058¿+/- .001¿ and 0.068¿ + .001¿. The catheter was straightened and no exposed braid was noted due to the twisting. If information is provided in the future, a supplemental report will be issued.

Event description:
An image of a launcher guide catheter was received. The image shows that the catheter is kinked and the proximal section of the device is not present (hub/luer).